Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient passed out while driving, two motorcyclists opened her car door and managed to pull the car over and turn it off. The motorcyclists called the patient's daughter and the ambulance. The patient stated when she started driving she felt fine, it was a matter of 15 minutes for her bg (blood glucose) to go low, and felt like she was ¿losing it.¿ the patient was given 2 bags of glucagon in the ambulance. The patient raised her bg (blood glucose) from 28 mg/dl to 100 mg/dl, while on the way to the hospital. When patient got to the ER (emergency room) they checked her bg and it was at 66 mg/dl. The ER removed the bags of glucagon and hooked the patient up to an IV. The ER also made the patient eat a turkey sandwich and drink a cup of apple juice. The ER released the patient after she had 2 consecutive highs, no specific bg readings provided, she was released after midnight. Patient was advised by the ER to see her doctor the next day. She had 2 follow up appointments with her doctor and was advised to check her bg 4 times a day and every time she is going to drive. The patient's doctor did not make any adjustments to pdm (personal diabetes manager) settings.